Event description:
It was reported that the left monitor on the 9800 system is blinking intermittently. It was mentioned that the live images are not working. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.